Event description:
It was reported that during the implant procedure the physician was not able to extend the helix. The lead was inserted via subclavian vein into the right ventricle. The helix extension was not seen under fluoroscopy. The helix was extended and retracted several times unsuccessfully. In addition, the impedance was above 3000 ohms. The device was not implanted. No patient complications have been reported as a result of this event.the lead was inserted via subcalvian vein into the right ventricle. The physician was not able to extend the screw. Screw exposition was not visible under fluoroscopy and pacing impedance was above 3000. The screw was unscrewed and retried several times, but unsuccessfully. Edited text: it was reported that during the implant procedure the physician was not able to extend the helix. The lead was inserted via subclavian vein into the right ventricle. The helix extension was not seen under fluoroscopy. The helix was extended and retracted several times unsuccessfully. In addition the impedance was above 3000 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found, however, there was blood in/on helix/lobe mechanism noted.